Event description:
The customer reported the problem of rear case damaged and device fell. Additional information was requested from customer. The customer does not have any further information on how the device fell. There was no reported patient or user impact.